Event description:
It was reported that during patient use outside, the ventilator generated a "check the circuit" alarm. The circuit was replaced but the malfunction remained, however, the ventilator did not stop cycling, while the alarm was on, there was no change of the ventilation volume, respiratory rate or the patient's blood oxygen saturation (spo2) value. It was reported that the patient did not have any breathing difficulty but was transferred to another ventilator with any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The replaced circuit was reportedly connected to the alternate device without any issues.